Manufacturer narrative:
Additional information, device evaluation the pipeline flex was returned for evaluation within the catheter. As received, a torque device was attached to the proximal end of the pipeline flex pushwire. For further examination, the pipeline flex pushwire was pushed through the catheter and the pipeline flex braid was deployed with no issues. The pipeline flex braid was returned attached to the pushwire. The braid was observed to be fully open with slight fraying damage on the distal end. Based on analysis findings and event details, the report of pipeline flex failure to open on the distal end could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline flex braid was observed to be fully open with damage (fraying) at the distal end. It is possible that the damaged braid may have contributed to the reported experience. However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device.¿

Manufacturer narrative:
The pipeline flex has been returned and evaluation is currently in progress. A follow-up MDR will be submitted when the investigation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm had a max. Diameter of 8mm and neck diameter of 3.6mm. The landing zone artery size was 4mm distal and 5mm proximal. Vessel tortuosity was normal. A continuous flush was used during the procedure and all devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed and did not open on the distal end; more than 50% of the device had been deployed when it did not open. The physician reportedly attempted several techniques to open the device including resheathing two times. The pipeline flex still did not open and was removed with the microcatheter. There were no reports of patient injury in connection with this event. The procedure was completed using a device from another manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.